Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold crease, wear abrasion, brown particles, and a linear opening. Leak test and microscopic analysis were performed and identified a smooth linear opening in a crease. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment was a smooth crease opening assessed as fold flaw opening. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "went flat". Device remains implanted.